Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with cgm readings up to 372 mg/dl and a confirmatory glucometer value of 347 mg/dl, expressed concern about receiving minimal correction insulin, completed a tubing test with visible drops, and elected to continue monitoring without changing the infusion site. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.